Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat a pulmonary embolism in the right and left lungs using an indigo system flash aspiration catheter (flash catheter). It should be noted that the patient was already in critical condition and in a coma prior to before the procedure, with a chronic thrombus present in one lung and hemodynamic instability. During the procedure, the physician successfully aspirated thrombus in one lung using the flash catheter. While repositioning the flash catheter to other lung where thrombus was located, the patient went into cardiac arrest. The medical team attempted to resuscitate the patient but the patient ultimately expired. There was no damage noted on the flash catheter under fluoroscopy. After the patient expired, the flash catheter from the patient. The physician noticed that the distal length of the flash catheter was fractured. A snare device was used to remove the fractured flash catheter from the patient. The physician determined that the damage to the flash catheter may have occurred due to excessive resuscitation efforts. It was also reported that the flash catheter did not cause or contribute to the patient's death.

Manufacturer narrative:
Please note that the following sections have been corrected on this follow-up MFR report: 1. Section b. Box 1. Adverse event and/or product problem, 2. Section b. Box 2. Outcomes attributed to adverse event, date of death, 3. Section h. Box 1. Type of reportable event, 4. Section h. Box 6. Health effect clinical code, 5. Section h. Box 6. Health effect impact codes.